Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During the troubleshooting, it was reported that there was a leak from an unspecified location. The leak was further described as ¿floor was wet" and the hp stated there was liquid on the floor. Renal therapy services (rts) assisted the hp to end the therapy session and disconnect from the homechoice claria device. Rts advised the hp to contact the peritoneal dialysis registered nurse regarding event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.